Event description:
Biological indicator from sterrad sterilizer load appeared cloudy, taken to lab. Lab gram stain verified gram positive bacillus. Surgical trays involved were recalled. No known pt harm.